Event description:
Paramedics attended to a person diagnosed in full arrest. Paddles were applied to the patient for the purpose of ECG assessment. The monitor allegedly displayed only excessive artifact. Patient cable leads were subsequenlty attached to the patient, however the monitor reportedly failed to display the patient's ECG and displayed only dashed lines. After the operator checked the connections to the patient and checked the connection of the lead wires to the main trunk cable, proper operation was restored and the patient's rhythm was displayed. The patient was diagnosed as asystolic and asystole protocols were carried out. The patient was not resuscitated. A report received from the customer indicates the device did not adversely effect the patient's outcome.